Event description:
The patient was implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2021. On (B)(6) 2023 during a follow-up, it was observed that many contacts have infinite impedances. The measurement was repeated several times by the company representative and received the same measurements. The patient was suggested a revision and is considering whether to do it. Additional information was requested but is not available at this time.

Manufacturer narrative:
B5: correction - the device reported initially was for the evoke closed loop stimulator (cls) which was incorrect. The correct device should be an evoke 12c percutaneous lead kit - 60cm. The reported event was interpreted incorrectly, the event is reporting a disconnected electrode event and may be resolved by reprogramming or an alternative treatment. This report was sent in error.

Event description:
The patient was implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2021. On (B)(6) 2023 during a follow-up, it was observed that many contacts have infinite impedances. The measurement was repeated several times by the company representative and received the same measurements. The patient was suggested a revision and is considering whether to do it. Additional information was requested but is not available at this time.